Event description:
A physician reported a defective intraocular lens (iol). Additional information was requested, but no further information is available.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics were pressed against the posts of the lens case and bent in the gusset and distal area. The optic was broken/torn into pieces and was pressed between the posts and down into the well area of the lens case. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported ¿defective iol" complaint. The specific lens issue was not specified. Damage to the lenses were observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned samples, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. The instruction for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Follow up attempts were made. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).